Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer had a blank screen display. Customer's blood glucose was 277 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised to remove battery for 2 hours and then reinsert battery and to call back is issue persisted. Customer called back stating that when battery was replaced, insulin pump began to alarm, but display screen remained blank. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and a constant beeping due to a vertical cracked lcd controller. No cosmetic damage was noted.